Event description:
Reporter stated that she attempted to test on the compact plus system but got an error message. Reporter stated that some time in the next 24 hours, she started babbling and was out of it so her sister called an ambulance. Reporter stated that the emergency medical technicians started unspecified treatment intravenously, took her to the hospital and there she was given food. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.